Event description:
During the rewarming phase of an ivtm therapy, the thermogard xp ivtm system (s/n (B)(4) generated an "air trap" alarm. The thermogard console's pump rotor stopped, and the system went into standby mode. The customer did not observe any condensation on the air trap or air bubbles in the suk tubing. No saline was observed on the patient's bed, the thermogard console, or the floor. The customer re-started the thermogard console to clear the "air trap" alarm. Upon reboot, the thermogard system generated a mid:09 (air trap assembly) error message. The customer discontinued the temperature management therapy. Zoll technician inspected the system and observed that the start-up kit (suk) (lot # 171458) was leaking from the top cap of the air trap chamber. No consequences or impacts on the patient.

Manufacturer narrative:
The thermogard console (s/n (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that "the console displayed mid:09 (air trap assembly) error message" was confirmed during functional testing and the system's event log data review. The root cause of the mid:09 error was the defective air trap sensor block due to an overflow of saline into the air trap holder. Per the reporter, the start-up kit (suk) used during ivtm treatment with this thermogard console was leaking from the top cap of the air trap chamber. During visual inspection of the thermogard console, the drip pan was filled with saline resulting from the reported suk leak. No apparent physical damage was observed on the console. The system's event log data was reviewed and revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. During functional testing, the thermogard xp ivtm system displayed a mid:09 (air trap assembly) error message, confirming the reported complaint. During the investigation, dried saline traces were observed on the air trap sensor block. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).